Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coude tip catheters were straight.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause will be added to the process failure mode effect analysis. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the coude tip catheters were straight.